Event description:
Lead management case to extract one non-functional lead. A 14f glidelight was used for 20 seconds of lasing from the subclavian to the svc. Upon reaching the svc the blood pressure dropped and the CT surgeon performed a sternotomy. A tear from the subclavian to the svc was discovered. The patient did not survive the intervention.